Manufacturer narrative:
Other text: b3. Date of event: unknown. H3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the device in good condition. A review of the event history log found service due and high pressure messages. During the functional testing, a "service due" message was found at power up. The cause of the issue was found to be that the clock battery service was due. The clock battery and and downstream sensor were replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that the pump had no display and continues to beep. No patient involvement reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.